Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
States the end user alleges the bearing that the axle goes into is missing and the wheel will not go into place.